Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 493 mg/dl. The customer was treated for high blood glucose with manual injection. The customer realized the pump had an occlusion. The customer declined to troubleshoot for high blood glucose. The customer reported via phone call indicating that the insulin pump alarm off no power. Customer's blood glucose at time of incident was 493 mg/dl. The customer was advised to insert new (B)(6) aaa alkaline battery. The customer was advised to monitor the pump.